Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. UDI number, catalog number are unknown. No information has been provided to date.

Event description:
It was reported that a pump alarmed for no disposable/ clamp tubing. The patient was able to use a back up pump after creating a new cassette setup. The patient was off of medication for about thirty minutes and did not experience any symptoms. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm, occurred is unknown. The reported product fault occur while in use with the patient. The patient was able to successfully continue the infusion. The infusion was life sustaining. The outcome of the event was resolved. The product did not cause or contribute to patient or clinical injury.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated h10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. No lot number was provided; therefore, DHR (device history review) could not be performed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4).